Event description:
It was reported that the patient presented remotely. The patient's implantable cardiac defibrillator (ICD) exhibited post-paced t-wave oversensing. The device was reprogrammed. The patient was stable.